Event description:
It was reported the pt was feeling intermittent stimulation and the ipg moved in the pocket. The pt had fallen from a hammock on a metal bar this past summer and thought there may be a "dent" in the ipg. The device had been implanted for 5 years. Add'l info has been requested.

Manufacturer narrative:
(B) (4).